Event description:
Same case as MFR reports#: 3005188751-2011-00170, 00171, 00172, 00173 and 2030404-2011-00256. It was reported during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. The use of two fast-cath transseptal introducers, an agilis steerable introducer and a brk needle were used to access the left atrium. A reflexion spiral diagnostic catheter and a safire blu ablation catheter were used to map and ablate the pulmonary veins. While isolating the left pulmonary vein, the pt suddenly became hypotensive. A transesophageal echocardiogram confirmed a moderate posterior apical pericardial effusion. The catheters were removed from the left atrium and a fluid bolus and 50 mg of protamine were administered. The pt's blood pressure stabilized and the pt was transferred to the intensive care unit for observation and is reported to be in stable condition.

Manufacturer narrative:
One brk needle with stylet was received for eval. No visible anomalies were observed. Microscopic examination of the distal end of the needle revealed no burrs or damaged areas. The brk needle was completely functional. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as cardiac perforation is a known physiological effect of the procedure and is noted within the IFU.